Event description:
In 2004 rt. Shoulder slap lesion tear repair, with pain pump filled with 0.5% marcaine with epinephrine. Pain pump removed on five days later. On approx four months later: arthroscopic surgery for osteoarthritis, right shoulder, failure of slap repair, cystic change at suture anchor sites. Insertion of pain pump filled with 0.5% marcaine with epinephrine into the glenohumeral joint space. Arthroscopic findings: the glenohumeral joint showed extensive grade iii chondromalacia on the humerus and the glenoid articulating surface. In 2006: right total shoulder arthroplasty. Dose or amount: 275 ml. Frequency: 2 x 2 ml/hr. Route: 014. Dates of use: 2004. Diagnosis or reason for use: rt shoulder slap lesion tear. Donjoy pain mgmt after rt. Shoulder surgery in 2004.